Event description:
Customer reports that the thermometer was found in the medicine cabinet (unattended) and had exploded. The cover came off the unit. No one was hurt. Arc requested the customer to return the product. A lab analysis for this type of failure was performed on similar device. The analysis of the batteries included an optical microscopy, CT scan and 2d x-ray and indicated the failure was due to a single component (battery) malfunction. Report, attached. The suspect batteries have not been in use since (B)(6) 2015.